Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00840004410 humeral component plasma sprayed size 4 100 mm length for cemented use only 63662810, 00840002407 ulnar component plasma sprayed size 4 75 mm length right for cemented use only 63807803, 00840108000 elbow torque driver 56613814. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right elbow arthroplasty procedure, following reduction, the ulnar component articulation within the humeral was found to have a tighter fit than usual. The surgeon believed the axle may have been longer than usual. Tamps were used on the axle and bearings to further reduce, and the axle was then noted to be functioning properly. No additional information was available. No patient consequences were noted as a result of the malfunction.